Event description:
It was reported a patient's left ventricular lead presented with loss of pacing due to dislodgement. The lead was repositioned in a procedure on (B)(6) 2023. Post-procedure the patient status was stable.